Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed the reported battery depletion. The device was noted to have lost telemetry during evaluation (between preliminary testing and functional analysis). Review of the save to disk battery depletion curves indicates this was due to high current drain, however, further analysis proved inconclusive. Therefore, the root cause could not be determined.